Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.

Event description:
Customer received two false positive results on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22491b, reader sn (B)(4). Three repeat cue covid-19 tests performed on the same day provided negative results. Customer tested negative on (B)(6) 2022 with an unspecified covid-19 rapid antigen test. Additionally, customer tested negative with a pcr test on an unknown date. Customer experienced symptoms of sore throat and congestion.